Event description:
Nurse entered room and observed smoke emanating from the pt's 840 ventilator. Ventilator was disconnected from pt (no harm) and electrical supply. Code red called and fire department responded. On-site engineer removed ventilator from service.